Event description:
The hospital recently became aware of a potential failure in this device requiring reporting. Pt has an active lifestyle which reportedly includes water-skiing, motorcycle racing and other sports related activities. Pt was instructed on proper use and activity levels with the device. Pt admitted with a broken rotating hinge axle.